Manufacturer narrative:
A complaint history review was conducted and this is one of three complaints for the finish goods lot for this issue. A device history record (DHR) review was conducted and the order was built and released per specification. A sample was received and is awaiting evaluation. The investigation is in progress. With the information available to date, an assessment of product conformance and device functionality cannot yet be completed. (B)(4).

Event description:
An ophthalmic surgeon reported that there was an occlusion alert and aspiration failed during a cataract procedure. The issue was resolved by flushing the tubing. There was no report of patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A product sample was received for evaluation. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).